Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 402-high mg/dl. Cause was not known. Reportedly the customer was nauseous. A manual injection was delivered and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 402 mg/dl to a reading of "high" on continuous glucose monitor. Cause was not known. Reportedly the customer was nauseous. A manual injection was delivered and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.